Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: during surgery the balloon was not inflating. Opened another, but soon after starting to use balloon broke. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended or time: unk. Pt status: ok. No further pt info available.